Manufacturer narrative:
Investigation summary: the event unit was returned and was visually inspected for non-conformances. Upon visual inspection, engineering found that the jaws had a slight misalignment, which confirms the customer's experience. The root cause of the customer's experience regarding "dissector scissored at tip" is due to surgeon preference. During manufacturing of cy010 dissectors (per (B)(4)), the alignment of the jaws is to be inspected after the riveting process has been completed. If misalignment of the jaws is observed, the operator is to manually adjust the jaws to align them as best as possible. If the jaws remain severely misaligned after three attempts of adjustment, the unit is to be scrapped. As this unit appears to have only a very slight misalignment, it was acceptable to pass inspection during top-level assembly and is fit for use. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Unknown procedure - "dissector scissored at tip." Type of intervention - na. Patient status - "released."